Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) performed 2-3 compressions then displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during archive data review and functional testing. The probable root cause of the reported complaint was due to a failure of the integrated encoder. The secondary complaint that the white retention disc and/or drive shaft of the platform is shearing off part of the autopulse lifeband belt clip was confirmed during functional testing. The probable root cause was due to a failure of the integrated encoder. During visual inspection, no physical damage was observed on the platform. Upon review of the archive data, user advisory (ua) 12 (lifeband not present) error messages were observed, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the displayed (ua) 12 error message, thus confirming the reported complaint, due to a failed integrated encoder. The integrated encoder was missing the locking ring clip. This allowed the shaft to move in a way that could've possibly damaged the belt clip retainer and monolithic plunger. The belt clip retainer and the monolithic plunger were also replaced as a precaution against any damage the integrated encoder may have caused. A broken piece of the lifeband belt clip was found in the integrated encoder shaft, confirming the secondary complaint. The failed integrated encoder gearbox was replaced to remedy both reported complaints. Following service, the autopulse platform passed a run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during patient use, there seemed to be an issue with the white retention disc of the autopulse platform (sn (B)(6), where either the disc or the disc in combination with the drive shaft, is shearing off the belt clip of the autopulse lifeband (lot unknown). With a new band, the platform will perform 2-3 compressions then show user advisory (ua) 12 (lifeband not present) error message. The crew did manual compressions while troubleshooting the device. Once it was obvious that the device was not going to work anymore, they switched to continuous manual compressions. Compressions were never paused more than a few seconds during the troubleshooting process. The pin of the lifeband could be removed from the driveshaft without depressing the disc. The second lifeband performed as intended in other platforms. No impact or consequence to the patient.

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported during patient use, there seemed to be an issue with the white retention disc of the autopulse platform (sn (B)(6), where either it or in combination with the drive shaft, it is sheering off part of the autopulse lifeband (lot unknown) pin. With a new band, the platform will perform 2-3 compressions then show user advisory (ua) 12 (lifeband not present) error message. The crew did manual compressions while troubleshooting the device. Once it was obvious that the device was not going to work anymore, they switched to continuous manual compressions. Compressions were never paused more than a few seconds during the troubleshooting process. The pin of the lifeband could be removed from the driveshaft without depressing the disc. The second lifeband performed as intended in other platforms. No impact or consequence to the patient. Please see the following related MFR report: MFR #3010617000-2024-00065 for the autopulse lifeband.